Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During follow-up, there was lead damaged confirmed with x-ray imaging on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of insulation abrasion was confirmed. As received, a partial lead was returned in two pieces. An internal insulation abrasion was found between the shock coils breaching all the lumens. An external insulation abrasion was also found proximal to the suture sleeve tie impression breaching the superior vena cava lumen. The cause of the external insulation abrasion is consistent with friction to the device can. The polytetrafluoroethylene (ptfe) liner and all the ethylene tetrafluoroethylene (etfe) cable coatings were intact in both locations. The cause of the reported event is isolated to insulation abrasion.